Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi mode during follow up. The patient was asymptomatic. Programming changes were made. The patient was not feeling well after the event.